Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a system where the usm drifted to the right, indicating a fault on the yaw axis. The usm was then installed on a patient side cart (psc) fixture test platform (pftp), where error 23008 was found to be failing on the yaw axis. The yaw searchlight was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a failure of the yaw searchlight in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted appendectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report fault on universal surgical manipulator (usm) 1 that site was not able to recover. The system logs confirmed errors 23000 and 23008 pointing to usm1, axis 1. Prior to calling, the customer tried performing a hard reboot on the patient cart. The customer informed that they were finishing up with the procedure and had already undocked. The procedure was completed with no reported injury.